Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/18/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: if this event occurred in multiple procedures, please provide information requested above for each patient event. Don¿t have that information have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No what are the procedure name(s) and date(s)? CABG procedures, dates unknown what is the quantity involved per procedure? Unknown was there any adverse patient consequence(s) or subsequent medical/surgical intervention? No please provide lot number unknown to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and suture was used. During a CABG procedure that these two sutures seems to be very brittle and are breaking. They have had to wet the suture and tie extra knots. There were no adverse consequences reported. Additional information was requested.